Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod. The patient reports while at a pizza party at work they had delivered insulin prior to consuming food but started to feel ill. The patient had gone home to apply a new pod. Once at home the patient reports the pods adhesive failed to adhere causing the cannula to become dislodged at the pod infusion site. As treatment, the patient applied a new pod. Once the patient had arrived back to work, they were taken by ambulance to the hospital. Upon arrival at the hospital the patient was treated with intravenous fluids as well as intravenous pain medication. The patient was discharged from the hospital after 5 days.